Event description:
The patient had this device placed surgically three years ago. She had an office visit with her physician at which time the medtronic vendor scanned the device and found the battery needed to be replaced within 6 months. The patient reported at the same time that the battery site is very painful and gets very hot and red. She had surgery to replace the device with a new one. The old device has been cleaned, disinfected, and sequestered.